Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "cassette not attached alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One smiths cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The device's event log displayed that a high alarm was issued to indicate that the cassette is not attached properly. Visual inspection of the pump revealed that the downstream occlusion sensor had an air bubble. The reported issue of the cassette not attached alarm was able to be duplicated. The downstream occlusion sensor will be replaced to resolve the issue.